Event description:
Caller reported blood glucose results of 201 mg/dl, 101 mg/dl, and 104 mg/dl on the aviva system within 10 mins. Customer reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.